Event description:
Six grams cetazolin, a 24 hr supply, infused in 6 hrs on pump. Inspection revealed that the tubing adapter cassette possibly was not tightly fastened to the pump. No adverse effects noted.